Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt. Per the patient¿s implant records, prior to implant surgery, the patient had a prolonged hospitalization in the intensive care unit (ICU), being originally hospitalized for gallstone pancreatitis, and had multiple complications while admitted, including two pulmonary emboli, and the inferior vena cava (ivc) filter placement was indicated. The optease filter was deployed without difficulty inferior to the level of the left renal vein. The patient¿s condition at the end of the procedure was stable. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven years and three months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, and living with the fear that the filter has tilted within the vena cava and perforated outside of it. According to the information received in the redacted- amended patient profile form (ppf), the patient also reports fracture of the filter with fractured filter struts retained within the ivc and perforation abutting an organ and became aware of these events approximately thirteen years and four months after the filter was implanted.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the implant records, history includes gallstone pancreatitis with multiple complications, including two pulmonary emboli. The filter was deployed without difficulty inferior to the level of the left renal vein. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt. Per the patient profile form (ppf), the patient reports filter fracture with struts retained in the ivc, perforation of filter strut(s) outside the ivc and tilting. The patient further reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for filter was pulmonary emboli, secondary to pancreatitis and an extended ICU hospitalization. The optease filter was deployed, without difficulty, inferior to the level of the left renal vein. The patient¿s condition at the end of the procedure was stable. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports living with anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt. Per the patient¿s implant records, prior to implant surgery, the patient had a prolonged hospitalization in the intensive care unit (ICU), being originally hospitalized for gallstone pancreatitis, and had multiple complications while admitted, including two pulmonary emboli, and the inferior vena cava (ivc) filter placement was indicated. The optease filter was deployed without difficulty inferior to the level of the left renal vein. The patient¿s condition at the end of the procedure was stable. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven years and three months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, and living with the fear that the filter has tilted within the vena cava and perforated outside of it.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt. Per the patient¿s implant records, prior to implant surgery, the patient had a prolonged hospitalization in the intensive care unit (ICU), being originally hospitalized for gallstone pancreatitis, and had multiple complications while admitted, including two pulmonary emboli, and the inferior vena cava (ivc) filter placement was indicated. The optease filter was deployed without difficulty inferior to the level of the left renal vein. The patient¿s condition at the end of the procedure was stable. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven years and three months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, and living with the fear that the filter has tilted within the vena cava and perforated outside of it.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Follow up in formation is pending and will be submitted when received. Initial reporter occupation: other, senior counsel, litigation.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt.